Manufacturer narrative:
510k: this report is for an unknown rods/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown surgery surgeon placed lateral mass and pedicle screws from c2-t2. Then performed a decompression at c3 prior to placing rods. Surgeon cut a 240mm 4.0mm rod and bent it to get proper lordosis and place the rod into the polyaxial heads and the rod was slightly proud at t1 and t2 as well in upper cervical lateral mass screws. Surgeon used kerrison reducer but lost control on the polyaxial head literally every time. The handle no engaging until fully seated onto the polyaxial head as well as reducer was not properly aligning. It was unknown if there was surgery delayed and completed successfully. The patient outcome was unknown. This is 1 of 1 for report (B)(4).